Event description:
It was reported that the patient had a loss of bowel control. The patient suddenly started leaking again a few days ago. It was confirmed stimulation was on. The representative was aware of event being reported. She had not heard back from representative. It was later reported the day after event date, that the representative was unaware of this or any event. The healthcare provider¿s office was not aware of this or any event either. The representative was requested to call the patient to walk thru using the patient programmer over the phone. The representative called and walked the patient thru using the device to turn her ipg (stimulator) up to a point that she was feeling stimulation and then turned the remote control off. When he called,she also did not make mention of any bowel incontinent episode. The patient will be following up with healthcare provider¿s office in one week. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Event description:
Additional information received reports the patient called back and was still experiencing loss of therapy. The patient was still leaking, particularly at night however said that she takes ambien at night and she just doesn't know if she has to go. She was leaking today. The patient was seen at hcp (healthcare provider) office however, doesn't remember when that was doesn't believe it was after her last call on (B)(6) 2015. Husband was aware that device not approved for use with patient who had ms (multiple sclerosis).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reports the patient noted they have had ms (multiple sclerosis) for 31 yrs. Bladder issues the past 2 years. The patient believes they were on program 3 at 2.20 on (B)(6) 2015. This was changed on (B)(6) 2015 to program 2 (unsure) at either 2.70 or 0.7. The patient then stated that on (B)(6) 2015 when the stimulation was increased to 2.50, it began to hurt and was decreased to (patient was not sure). The day of call the stimulation was on program 1 at 0.6. Unclear as to when (between (B)(6) 2015) that the stimulation was changed from program 2 to program 1. The patient reports little therapeutic effect since implant. The stimulation had helped a little, but patient still had leakage and urgency. Patient states they "just go" at night and wear a pad. There was a loss of bladder control following an implant. The location of the patient's symptoms was at the perineum.

Event description:
Additional information received reports the patient noted they have had ms (multiple sclerosis) for 31 yrs. Bladder issues the past 2 years. The patient believes they were on program 3 at 2.20 on (B)(6) 2015. This was changed on (B)(6) 2015 to program 2 (unsure) at either 2.70 or 0.7. The day of call the stimulation was on program 1 at 0.6. Unclear as to when (between (B)(6) 2015) that the stimulation was changed from program 2 to program 1. The patient reports little therapeutic effect since implant. The stimulation had helped a little, but patient still had leakage and urgency. Patient states they "just go" at night and wear a pad. There was a loss of bladder control following an implant. The location of the patient's symptoms was at the perineum.

Event description:
Additional information received reports the reason for the patient call was the follow-up letter she received from manufacturer dated. The patient was still leaking. Patient¿s husband had adjusted the settings and programs. Patient said that the hcp (healthcare provider) didn't tell her that her ms(multiple sclerosis) condition could affect her bladder control. The patient sees her internist (gp) tomorrow and neurostimulator physician later this week. Symptoms reported were puffiness in legs and sometimes legs give out. Location of symptoms reported were in both legs and right was worse. She doesn't know if this was related to ms or not. The patient had blood work and was told everything looked good.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had a loss of therapeutic effect. The patient had multiple sclerosis (ms) and had leakage for a side effect. The patient's spouse just programmed it and it was not working and the patient was leaking again. When the patient increased it they felt it momentarily, but then just didn't feel it any more. The patient got pain when increasing, but then that went away. At night it was bad and the patient wanted to sleep. The patient's ms affected cognitive memory. The patient's health care provider (hcp) last saw them on (B)(6) 2015 for a post-operative visit. The patient was taking antibiotics. The patient had a good appetite and their bowels were moving normally. The patient reported incontinence to their hcp. The device settings were checked. The patient was on program 1 at 1.7v and then turned it up to 1.8v where stimulation was felt in their vaginal area. All 4 programs were checked and were set at stimulation levels that were tolerable. The final setting was at program 2 at 1.0v. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0r0zy, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).